Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument was not working properly, was checked but no significant problems were noticed; however, returning the blood to the patient was difficult, if not impossible and that the blood washing process also was not working properly was verified during service. Service technician found spilled blood in centrifuge, roller pump and top. The issue was resolved by cleaning the centrifuge, roller pump and top and by replacing the tool autolog tubing insert and tubing. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog instrument, it was reported that the instrument was not working properly. The instrument was checked but no significant problems were noticed. However returning the blood to the patient was difficult, if not impossible. The blood washing process also was not working properly. The use of the instrument was not known. There was no adverse patient effect associated with this event. Medtronic received additional information that blood loss was observed, but the amount of blood loss could not be determined. A transfusion was not required, as the instrument and the disposable kit were replaced to continue the procedure.